Event description:
At 11 am on day of incident, a new bottle of formula (1 liter) was hung. At 12 pm the charge nurse noticed the pt sitting up in bed and vomiting. The rn returned to the pt's room at 12:05. Some time between 12:05 and 1 pm the rn turned off the pump. At 1 pm the rn noticed that the set had become dislodged and the formula was free flowing into the pt. The formula bottle was 2/3 empty. The pump did not alarm because it had been turned off. Pt required hospitalization due to aspiration (confirmed by x-ray). Pt spent 5 days in ICU undergoing oxygen therapy and antibiotic treatment. Pt was then transferred back to the medical surgical unit for one day and then was discharged to go home.